Event description:
The pump was returned for investigation. Investigation revealed a dim pink display. This report is made based on results of investigation completed on 04/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the display was found to be dim and pink. Investigation was completed with the returned battery cap. (B)(6).